Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test and displacement test. Device was monitored and no moisture or missing segments or partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen fogs up and customer was unable to see the screen that well. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Customer reported that the insulin pump was expose to the fluid in past. Customer did the self test and it was pass. Insulin pump will be returned for analysis.